Event description:
According to the available information, an incorrect product (acb1e5) was found in the packaging.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, an incorrect product (acb1e5) was found in the packaging.

Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9711128. On the photo of the retail box, the label mentions bchj631002 lot number 9711128. The product reference bchj631002 lot number 9711128 has been manufactured for (B)(4) kits in 11 april 2024. The expiry date is march 2026. This product was a kit. It was composed with following components: - jj silicone hydro coated stent: item number ys406490 lot 9582553 - steerable pusher: item number yn286690 lot 9659054 this 10 pieces were sent to singapore on 19th april 2024. On the jj stent label, we have 2 labels: one for the jj stent information and one for the kit information: - on jj label, it's mentionned ys406490 lot 9582551 which is the attended reference but not the attended lot according to our erp. - on the kit label, we have a yellow label for an (B)(6) - lot 9709049. This second reference mentionned on the labelling concerned acb1e51002 product lot number 9709049 manufacture for (B)(4) kits at the same date: 19th april 2024 and is not the attended label. So the investigation showed that the kits components are as expected but the kit label on the jj stent is not the good one. This issue is due to a label error during kitting process. Checking the quality databases revealed a corrective and preventive action in connection with the described defect.: CAPA-000329 " recurrent kitting errors in le plessis paté france" opened in december 2024. This CAPA concern improvements on the kitting process, and defined actions are being implemented.